Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only a small section of the guidewire was returned, with signs of detachment. The device was measured in three sections (distal - medium - proximal) in order to confirm that is within specification and the dimensional overall length failed. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A rotawire drive was selected for percutaneous coronary intervention (pci) procedure. After the ablation was completed, the rotapro burr was removed from the body with dynaglide mode without any resistance, however, the rotawire drive tip detached at atrioventricular branch during withdrawal. A clamp was attached to the wire tip to form and loop so that it would not rotate. In addition, a wet gauze was put on top of the looped wire and took a great caution so that screw ring would not occur. A snare was used to successfully recover the separated tip. There were no patient complications reported.

Event description:
It was reported that a detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A rotawire drive was selected for percutaneous coronary intervention (pci) procedure. After the ablation was completed, the rotapro burr was removed from the body with dynaglide mode without any resistance, however, the rotawire drive tip detached at atrioventricular branch during withdrawal. A clamp was attached to the wire tip to form and loop so that it would not rotate. In addition, a wet gauze was put on top of the looped wire and took a great caution so that screw ring would not occur. A snare was used to successfully recover the separated tip. There were no patient complications reported.